Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, heavily lesion with moderate calcification, moderate tortuosity and 80% stenosis); deformation problem. Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, lesion with moderate calcification, moderate tortuosity and 80% stenosis); known inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to deploy a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion located in the ostium with moderate calcification, moderate tortuosity and 80% stenosis. It was reported that the endeavor resolute stent could not pass the lesion in the ostium and when the device was withdrawn from the patient it was noted that the stent was deformed. No patient injury or clinical sequelae were reported for this event. Device evaluation: the distal tip was flared. The 1st ten proximal segments were intact. The 1st two distal segments were pinched but intact. The remaining segments were deformed and severely stretched. Cine image review of the procedural images confirms the tortuous nature of the vessel. There are no images capturing the attempted delivery and subsequent withdrawal of the endeavor resolute device. Numerous pre-dilations are performed prior to the successful deployment of two stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).